Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced severe post-op leg pain after the abandoned permanent implant procedure. The patient was sent to the hospital for further evaluation. Additional information was requested if pain has resolved but has not been obtained at this time.

Manufacturer narrative:
Correction: the first notification date has been corrected from june 2, 2025, to june 9, 2025, based on the update from field representative. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.